Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as repair information is unavailable and no additional service information was provided. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not produce fluoroscopic x-ray. No patient injury was reported.